Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/08/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. A review of the black box indicated low battery voltage. The rebooting observed in the pump history was preceded by a 'replace battery' alarm on (B)(6) 2012 at 12:11 pm. After a battery change on (B)(6) 2012 the battery voltage in the black box was observed to be low, indicating the patient had inserted a dead or used battery. There was no damage found o the battery compartment or the battery cap. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A replace battery alarm was reproduced during testing, and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation. Product analysis concluded that use error likely caused or contributed to the alleged issue.